Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
As part of post-market clinical follow-up (pmcf) registry for vxt and flixene grafts the following adverse event information was provided regarding a vxt graft. The reported information indicates that the graft occluded 5 days after placement for recanalization of the fem-pop and tibial system. Surgical intervention was performed; however, the patient required an amputation. Gait rehabilitation was performed.